Manufacturer narrative:
Contact was made with the initial reporter of this event and the surgeon involved in this incident has stated that he now believes that the needle was not at fault in any way. The possibly source for the particulate was not given.

Event description:
During a phaco case, a metal fragment was noticed in the eye. The piece of metal was retrieved and no damage was done. The needle used is being returned for analysis.